Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from four (4) different patient samples that were generated by the access2 instrument. Samples of 4 patients (a, b, c, and d) were tested for accu tnl and results of 97.07ng/ml, 0.77ng/ml, 86.59ng/ml, and 11.09ng/ml were obtained respectively. The accu tnl results were reported out of the lab. The customer retested the original samples on a different instrument in their lab for accu tnl. The repeated accu tnl results were: 0.01ng/ml, 0.00ng/ml, 0.00ng/ml, and 0.00ng/ml for patients a-d respectively. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Before the event, cardiac qc levels I and iii met specifications. Based on available information, all levels of qc were out of range after the event. System check performed on 10/22/06 passed. System check performed after the event on 10/25/06 failed. A field service engineer (fse) was dispatched to the customer's lab on 10/25/2006. Upon arrival to the customer's lab, the fse found three failed system checks that the customer had ran. Per the fse, the system checks failed due to no wash buffer in the lines. The fse performed a preventive maintenance (pm) to the instrument. The fse conducted system check which partially failed. The fse found air bubbles inside the pump which had poor backlash. The fse replaced the belt and a 3 way valve and then re-ran the failed portion of the system check which passed. The fse performed calibration and ran qc; results passed within specifications. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.